Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. The customer put the pump in storage mode, turned the pump back on and was able to clear the screen. The customer's blood glucose was not impacted. The customer was able to begin the load process.